Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the patient also experienced hypotension, and the echocardiograph also confirmed fluid in the pericardial space.

Event description:
It was reported that four hours after an initial implant procedure of a right atrial leadless pacemaker (ra lp) on (B)(6) 2025, the patient experienced syncope and fell to the floor as a result. Additionally, the patient was noted to have a pericardial effusion which was verified via an echocardiograph. The patient was pronounced dead. The physician did not state whether the death was related to the ra lp or procedure.